Manufacturer narrative:
A field service engineer (fse) evaluated the instrument on 09/24/2015 and found a cleaner leak from the manifold (mf204) area. The fse observed that the input fitting on top of mf204 was loose. He tightened the input fitting as well as all of the solenoids on mf204 and reinstalled the manifold, which resolved the leak. The instrument ran without leaks and all repairs were verified per established service procedure. (B)(4).

Event description:
The customer reported a cleaner reagent fluid leak of approximately 10ml from a unicel dxh 800 coulter cellular analysis system during instrument startup. The leak was not contained within the instrument and there were no errors or system messages that occurred in conjunction with the leak. The customer was wearing personal protective equipment (ppe) consisting of a lab coat, gloves and eye glasses at the time of the event. There was no report of injury or biohazard exposure to open wounds or mucous membranes. Erroneous patient results were not generated and there was no change or effect to patient treatment in connection with the event. There was no impact to patient results or controls.